Event description:
A patient reportedly was unable to test on patient's one touch ultra meter. Patient's symptoms are unknown. Patient's meter allegedly had no power. Patient had to wait several hours until patient came home and tested on a backup meter with a result of 500mg/dl. There was no medical intervention.patient took their medication for diabetes. No further information has been reported.